Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker device was attempted due to an unknown product performance anomaly. The device was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker device was attempted due to an unknown product performance anomaly. The device was never in service. No adverse patient effects were reported. According to additional information, this pacemaker was attempted because there was no capture at any output when testing. A new pacemaker was successfully placed with the same leads. As of today, this product has not been received by boston scientific for further investigation. According to additional information, the ra lead channel exhibited high pacing thresholds and pacing inhibition due to pacing rate not as expected. There was damage to the ra port of this device. During implant, attempts at troubleshooting were attempted including repositioning and reprogramming. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker device was attempted due to an unknown product performance anomaly. The device was never in service. No adverse patient effects were reported. According to additional information, this pacemaker was attempted because there was no capture at any output when testing. A new pacemaker was successfully placed with the same leads. As of today, this product has not been received by boston scientific for further investigation. According to additional information, the ra lead channel exhibited high pacing thresholds and pacing inhibition due to pacing rate not as expected. There was damage to the ra port of this device. During implant, attempts at troubleshooting were attempted including repositioning and reprogramming. No additional adverse patient effects were reported. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this implantable pacemaker device was attempted due to an unknown product performance anomaly. The device was never in service. No adverse patient effects were reported. According to additional information, this pacemaker was attempted because there was no capture at any output when testing. A new pacemaker was successfully placed with the same leads. As of today, this product has not been received by boston scientific for further investigation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.